Event description:
It was reported the patient experienced a seizure and lost the stimulation after that. X-rays revealed possible kink on the scs lead at the anchor site. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the lead was explanted and replaced which resolved the issue. The patient had effective therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.